Manufacturer narrative:
The referenced pump exchange due to thrombus was reported under medwatch MFR report #2916596-2017-01497. (B)(4). Approximate age of device- 51 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that the patient presented with elevated lactate dehydrogenase (ldh) to 900¿s u/l, with a baseline of 400 u/l. The lvad power was elevated and the patient¿s inr was sub therapeutic at 1.45. The manufacturer¿s technical services representative reviewed the submitted log file and observed power and flow estimation elevations that continued to occur intermittently. Additional information was requested however not provided.

Manufacturer narrative:
Device evaluation: the lvad remains in use supporting the patient. No product was available for investigation. A direct relationship between the patient¿s reported pump power/ lactate dehydrogenase (ldh) elevations and the device could not be conclusively determined. The submitted log file contained approximately 31 days of data from (B)(6) 2017 at 2:16 to (B)(6) 2017 at 9:40. The log file captured power elevations up to 8.3w on (B)(6) 2017 and the intermittent power elevations throughout the duration of the log file. Seventeen (17) pi events were also captured from (B)(6) 2017 to the end of the log file. Pump power, estimated flow, and average pi ranged from 4.9-8.3w, 4.5-11.3lpm, and 5.2-8.6, respectively. The pump operated above the preset low speed limit. There was no remarkable trend in the pump parameters. Based on complaint history and similarly reported events, elevated ldh coupled with increased pump power and flow, could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and elevated ldh could not be conclusively determined without a full evaluation of the device. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.